Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. The probability and criticality of the harm resulting from this event have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: design validation activities event description: jaws are a little tight. Feels like a 2 step process. Feels like they need to be oiled. Feedback provided by [name] during scissors design validation. Product is not available for return. Additional information received on 12may2023 via email from [name], clinical development analyst: complaint created based off feedback 5242. Submitted 22mar2023 device was used on porcine tissue during design validation at (B)(6) center. No issues completing testing. The device was functional upon initial use. The user was cutting stomach blood vessel when rough blade actuation was noticed. Patient status: device was used on porcine tissue. Intervention: no issues completing testing.

Event description:
Procedure performed: design validation activities. Event description: jaws are a little tight. Feels like a 2 step process. Feels like they need to be oiled. Feedback provided by [name] during scissors design validation. Product is not available for return. Additional information received on 12may2023 via email from [name], clinical development analyst: complaint created based off feedback 5242. Submitted 22mar2023. Device was used on porcine tissue during design validation at viticus center. No issues completing testing. The device was functional upon initial use. The user was cutting stomach blood vessel when rough blade actuation was noticed. Patient status: device was used on porcine tissue. Intervention: no issues completing testing.

Manufacturer narrative:
The event unit is not anticipated to return to applied medical. A follow up report will be provided upon completion of the investigation.